Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter before placement had a sterile water leak from the funnel branch during water injection.

Event description:
It was reported that the foley catheter before placement had a leak of sterile water from the funnel branch during water injection.

Manufacturer narrative:
The reported event was not confirmed. Five photos were received for evaluation. The first photo was a top view of the three way catheter with returned syringe. The second and third photo was a zoomed in view of the trifurcation site. The fourth photo was a zoomed in view of the tip of the catheter with deflated balloon. The last photo was of the inflation cap confirming the batch # ngjn1793. Received 1 all silicone foley catheter with syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with the returned syringe and it inflated properly. The catheter rested with no leaks. Connected the returned syringe and the balloon deflated passively in under 5 minutes: 0 minutes 33 seconds, with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed; therefore, a device history review is not required. The reported event is unconfirmed; therefore, a labelling review is not required. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.